Event description:
The customer reported being hospitalized with high blood glucose levels over 500 mg/dl and chest pain. The customer stated that she was on vacation. When she returned home, she began experiencing high blood glucose levels, chest pain and difficulty breathing. The customer changed the infusion set, but never gave a manual injection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The infusion set being used was a quick set, mmt-399. Advised to always change the entire infusion set, but to also give a manual injection to make sure she's getting the insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.